Event description:
Went inop alarm. Safety valve open while on patient. Rn provided CPAP from bag mask. Changed ventilator. To biomed. Work order result - operator error; upon servicing unit found excessive moisture in the expiratory filter. Filter removed. Rt manager notified.